Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, the kinked biopsy channel was likely caused by a squashed insertion section; however a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, a 1 inch gap between the working channel and biopsy channel entry of the bronchovideoscope was observed. There were no reports of patient harm or patient involvement.